Manufacturer narrative:
Additional devices: bxa107901a, (B)(4); bxa097902a, (B)(4); bxa095902a, (B)(4); bxa102902a, (B)(4). It is not known which, if any of the devices caused or contributed to the event, therefore all of the devices were investigated. A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use,(IFU)states the following: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: trauma to the vessel wall (including rupture or dissection) and death.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of a severely stenotic aortic bifurcation with gore® viabahn® vbx balloon expandable endoprostheses. Access was gained in both femoral arteries. The first device was advanced through an 8fr sheath over a stiff .035" amplatz wire. It was deployed successfully in the desired location, above the bifurcation. The next two devices were advanced from each side, deploying side by side within the distal end of the first device, these two devices were further extended with an additional device for each, distally. All devices were post-dilated. An angiographic run revealed a very slight leak or rupture, but the source could not be ascertained and it was reportedly insignificant. The patient's blood pressure remained stable throughout the procedure. Later in the night, the patient became hypotensive. A CT was performed which did not show evidence of arterial rupture or leak. Blood products were given as the patient was hypovolemic. The patient's blood pressure continued to drop and the patient was transferred to another hospital for open surgery. Internal bleeding was recognized. The aorta was exposed and cross clamped, however the patient expired.